Manufacturer narrative:
The manufacturer's bench technician confirmed the reported issue. The bench technician replaced the user interface board to address this finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to system voltage reference failures. The device was removed from the patient and replaced with a different unit. There was no patient harm.

Manufacturer narrative:
Patient information was requested, none has been provided. The user interface board was returned to the manufacturer for failure investigation. The board was tested and no failures were identified.